Manufacturer narrative:
The accounts director isolated the issue to the control box and has declined to repair the bed at this time.

Event description:
The account stated the bed has no functions and the light on the control box is not lit. The head section is raised all the way up.